Event description:
It was reported that in pulmonary medicine when inserting the guide wire through the introducer needle, the guide wire through the introducer needle, the guide wire was found bent and kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).